Event description:
A patient received a severe skin burn on the abdomen during a laparoscopic cholecystectomy. A hook electrode was used in the procedure. The activated electrode may have accidently contacted the metal secondary trocar sleeve that was being used in the case, causing erratic current flow to the skin on the abdomen. The patient's burn required treatment which included excision and closure of the site.